Event description:
A customer umbilical artery catheter (uac) was in place in the patient when it was discovered that blood was leaking from the luer hub. The catheter was removed and replaced. There was no report of any adverse event or injury to the pt.